Event description:
It was reported that this lead was surgically abandoned and replaced due to an unknown product performance issue at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was surgically abandoned and replaced due to an unknown product performance issue at this time. No additional adverse patient effects were reported. Additional information was provided that this lead exhibited high capture thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.